Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet entered and completed the third day of bg run mode, after which the system displayed ¿dosing stopped, replace cgm or replace therapy,¿ and the patient did not revert to prescribed backup therapy, leading to elevated blood glucose of 297 mg/dl while using subcutaneous insulin by pen. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact reported. Investigation included communication with the caregiver and analysis of the information provided by the user. Investigation of this case revealed no device problem found, a usage problem was identified, and the issue was associated with improper or incorrect procedure or method, with no specific device component implicated. The device component term was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.